Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose and no delivery alarm from the insulin pump. The patient's blood glucose of the time was 360 mg/dl. The customer stated that he also woke up with blood glucose of 500 mg/dl. The customer stated the pump alarmed during bolus. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did exit. The customer stated that the pump alarmed no delivery with 2.7 units of insulin. The customer was advised to change the entire infusion set and return the set for analysis.